Manufacturer narrative:
Monitor sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. The observed belt malfunction did not cause or contribute to the adverse event. Device manufacturer date: monitor: 12/06/2019, electrode belt: 03/09/2015.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient passed away while wearing the lifevest on (B)(6) 2020. The patient was reportedly brought to the emergency room in a coma. It was reported that the patient was wearing the lifevest and the system was alarming when the patient arrived at the emergency room. The patient's physician reported that the patient's passing was due to acute myeloid leukemia in clear progression and intraparenchymal cerebral hemorrhage. The patient's passing was not cardiac related. It was reported that CPR resuscitation efforts were attempted at the hospital. Review of the download data, indicates the patient received two inappropriate shocks in response to CPR artifact and low amplitude oversensing. The patient was in asystole at the time of both inappropriate treatment shocks at 16:31:40 and 16:32:07 on (B)(6) 2020. The patient's post shock rhythm for inappropriate treatment one was obstructed by CPR artifact, and the post shock rhythm for inappropriate treatment two was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 17:55:00.